Manufacturer narrative:
The device was returned and was visually inspected and functionally tested. Bin files do not show issues or system notices for the date of case. Bin files show that at least 3 injections were performed with the catheter. Visual inspection showed that the catheter was intact with no apparent issues. Smart chip verification indicated the catheter was used for 3 injections. The catheter passed the performance test; electrical integrity and impedance were also within specification. Dissection / pressure tests did not show any leaks or traces of liquid/blood inside the catheter.

Event description:
During the first application with the cryoablation catheter, st elvation in the inferior leads was noted and the application was aborted. Blood pressure was noted to drop and an emergency cardiac catheterization was ordered with the patient on the table. Over the next few minutes, gross st elvation across all leads was noted along with runs of ventricular tachycardia. Cardiac catheterization showed diffuse disease and what appeared to be reduced coronary artery perfusion. Over the next 12-14 minutes, st elevation returned to normal. One hour later, the patient had another coronary catheterization which appeared to show coronary artery reperfusion. Patient was stable at this time. The patient was discharged one day post procedure with no apparent issues. Echocardiography was performed the next day showing no apparent effects of st elevation (heart wall motion was normal). Device 1 of 2, reference MFR report: 3002648230-2013-00073.